Manufacturer narrative:
Failure event observed during analysis. Final analysis found a false eri alert. The cause of the false eri alert was due to auto-capture in high output mode. Device's battery was found to be above eri.

Event description:
This report is to advise of an event observed during analysis.